Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-02129. During an in-clinic follow up, noise resulting in oversensing was noted in both the right ventricular (rv) and the right atrial (ra) leads. Moreover, the noise in the ra lead resulted in inappropriate automatic mode switching. Diagnostic imaging was conducted but the cause of the event could not be determined. However, provocative testing was conducted and the noise episodes could be reproduced. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.